Manufacturer narrative:
The software investigation found that the secondary issue of unresponsive behavior was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative clarified that the case was a functional endoscopic sinus surgery (fess), and inaccuracy of less than 2mm was noted, and difficulty verifying instruments. We were not made aware that the site pulled the system from service. The surgeon proceeded with navigation, noting the inaccuracy. Subsequent cases proceeded normally and completely without incident. There was no reported impact to the outcome of the patient. Return requested for suspect computer.. No parts have been received by manufacturer for analysis. On 10/20/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The hospital removed the navigation system from service pending repair. Replaced computer. Issue resolved. System performed as intended.

Event description:
A medtronic representative received a report from a site that their navigation system experienced accuracy issues. No further details regarding this issue, or specifically when it occurred, were provided.

Manufacturer narrative:
Investigation of returned suspect computer finds that the system powers on and post's successfully. Applications launch and navigate normally. No ram or hdd errors reported. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.